Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during lead revision, insulation damage was observed on the rv lead. Lead was explanted and a new lead was implanted. Lead measurements after the implant were fine. Patient was stable.